Manufacturer narrative:
(B)(4). Date sent: 9/11/2017. Day of event: unknown, assumed first day of month that complaint was reported. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the customer during a laparoscopic cholecystectomy the clips scissored when clipping the ducts. Some of the clips loose and did not securely clip the tissue. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04863 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04863 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04863.pdf].

Manufacturer narrative:
(B)(4). Batch # p9298g. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.